Event description:
Ventilator required changing when blood gasses deterioted with pc02>100, and ph<7.0. Pco-2<45, ph>7.35. Original ventilator settings pip <20. When the equipment arrived in clinical engineering the oxygen cell was disconnected. Upon testing, the oxygen sensor gave inappropriate readings. Other than the oxygen cell, the device met manufacturer's specifications. The problem could not be duplicatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-may-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected but product out of specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.